Event description:
During preparation of cardiopulmonary bypass surgery, the cannula vent cap was difficult to remove. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.